Manufacturer narrative:
On 6-jun-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. The physician reported, that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium has a lot of bubbles and blood come out. Maybe the valve is defect. After replacing no issues were reported. No consequences or delay reported. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. A back pressure test was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. There was no leakage and no bubbles were detected. Therefore, the complaint was not duplicated, and it could not be confirmed. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following warning stated in the IFU: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. The physician reported, that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium has a lot of bubbles and blood come out. Maybe the valve is defect. After replacing no issues were reported. No consequences or delay reported. Additional information received indicated the part that where the issue was observed was in the area of the brim cap and the hemostatic valve during the catheter switch from an octaray to a qdot. They were unable to confirm if the hemostatic valve was dislodged inside the hub but did confirm the hemostatic valve was not dislodged outside the hub and the brim cap/hub did not detach from the sheath. The sheath was being used on the patient at the time of occurrence but there was no patient consequence. Blood loss was described as continuous few drops.